Event description:
It was reported when the device was used during an unknown procedure, the staples malformed. The anastomosis could not be done. The case was changed to a colostomy. The o.r time was extened for 1 hour. There were no other patient consequences.